Event description:
New information received notes that the patient initially presented remotely via merlin.net. Upon review of transmission, it was found that the right atrial lead exhibited failure to capture.

Event description:
It was reported that the patient presented in clinic for right atrial (ra) lead revision. It was noted that the ra lead had dislodged. The ra lead was explanted and replaced. The patient was discharged eventually.